Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, no calcification and 90% stenosis. After a non-abbott guide wire crossed the lesion, a 2.5 x 13 mm non-abbott balloon was advanced, but it did not cross the lesion. It was exchanged for a 2.0 x 15 mm mini trek rx balloon, which crossed the lesion and was inflated. However, the mini trek balloon ruptured during the first inflation for 20 seconds at 10 atmospheres (atm). The device was exchanged for a 2.0 x 15 mm non-abbott balloon and dilatation was performed at 10 atm for one inflation for 20 seconds. The procedure was completed after stenting with a non-abbott stent. It was reported that an st segment elevation occurred. No treatment was performed for the st segment elevation and a myocardial infarction was not suspected or confirmed. The st segment elevation was reported to have resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: heartrail ii bl 3.5. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effect of st segment elevation, and the relationship to the product, if any, cannot be determined, the reported balloon rupture appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.